Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "intermittent downstream occlusion alarms" was not reproduced. A review of the event history log revealed "intermittent downstream occlusion alarm" message. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was out of calibration force sensor. The force sensor is required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed intermittent downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.